Event description:
The patient underwent inflatable penile prosthesis (ipp) replacement surgery as there was leak in the system, the outer layer of silicone on both cylinders was torn, with tissue grown into the dacron. The patient outcome was reported to be fully recovered.